Manufacturer narrative:
The ac power module was returned to philips for evaluation, however the module could not be located. Philips was unable to perform the evaluation. The customer was provided with a replacement ac power module to resolve the reported issue. The device remains at the customer site. Philips is unable to confirm that a malfunction occurred. Therefore the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ac power module does not work. There was no report of patient involvement.